Event description:
Catheter proved difficult to implant due to patient anatomy. The needle had to be replaced 2-3 times until it was possible to guide the catheter intrathecally. During this process, when needle had been removed and the catheter pulled, the titanium tip was missing. Fluoroscopy showed that the tip remained in the patient's intrathecal space. A follow-up report will be sent when additional information is obtained.